Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to CPR/electrode lead fall off on (B)(6) 2022. At 15:24:34, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was unknown due to being obscured by CPR/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. At 15:24:48, the electrode belt was disconnected. Patient passed on (B)(6) 2022.